Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd angiocath¿ IV catheter experienced a connection issue. The following information was provided by the initial reporter: as a treatment before sedation endoscopy, IV was started and the IV catheter 24g was inserted, but the IV catheter was removed because it was not connected to the fluid extension line, and insertion was performed again with another IV catheter.